Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to use of an act plus instrument, it was reported that the instrument consistently failed quality control, the same cartridge functioned as expected on another instrument. The instrument was replaced. There was no patient involvement, so no adverse effect occurred. Medtronic received additional information that the service technician has been unable to obtain the purchase order and they have not received a response from the customer. The service case will be closed. If the customer responds in the future the case will be re-opened. No further action required at this time.